Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated their underpants and slacks' bands were putting pressure on the implantable neurostimulator (ins) site, in addition to experiencing pressure from sitting with their back against the chair. This led to the uncomfortable/burning/itching at the ins site, the bump, and shocking. It was noted that when they pulled their slacks up higher, got underpants that came up higher, and lost a couple of pounds that loosened their clothing, there was less pressure on the ins site. These were the steps taken to resolve the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Follow up sent to update.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. The patient reported that when she sat down the ins sire was uncomfortable and burning and sometimes depending on how she moved while sitting, it shocked her. The patient also reported that sometimes it itched and there was a little bump there. The patient reported that she had mentioned the uncomfortableness with her healthcare provider (hcp) already and hcp mentioned the option of relocating the ins.